Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance issue. Additional information from the field representative indicates that during this lead's explant, the helix could not be retracted, therefore, it could not be removed from its position. At this time, there is no information available regarding the reason why this lead required a surgical intervention. This lead was successfully replaced. No additional adverse patient effects were reported.